Manufacturer narrative:
Reporter is synthes employee. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: ft00054) was received at us cq. Visual inspection of the complaint device showed that the needle component had broken off. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review:no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the needle component is not bent but has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: supplier - flextronics america / inspected, packaged and released by: monument release to warehouse date: 07-oct-2016. Part number: 319.006, depth gage for 2.0mm and 2.4mm screws. Lot number: ft00054 (non-sterile). Lot quantity: 154. This lot was processed under planned nr. This nr was initiated due to a dimensional failure for the dowel pin location from the end of the part. The disposition of the nr was ¿use as is¿ predicated that the lot met additional defined criteria. It was determined that this lot met those criteria and it was accepted, on that basis. Nr was initiated due to an error in the recorded lot number on the certificate supplied. The certificate was corrected, and the lot was released from hold. Purchased finished goods traveler met all inspection acceptance criteria. Corrected certificate of compliance supplied to flextronics from avalign dated 18-aug-2016 was reviewed and determined to be conforming. Certificate indicates that this lot was accepted (via source inspection) by flextronics on 02-sep-2016. Certificate of conformance supplied to avalign by precision edge dated 11-may-2016 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, met all inspection acceptance criteria apart from the lug height discrepancy noted. Packaging label logs lppf, lmd/lpf rev f were reviewed and determined to be conforming. Note: only the sample quantity of twenty pieces required repackaging and relabeling. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a depth gauge was bent. There was no known patient or hospital involvement. During manufacturer's investigation of the returned device on (B)(6) 2020, it was identified that the needle component had broken off. This is report 1 of 1 for complaint (B)(4).